Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior decompression and fusion internal fixation at l3-l5 due to lumbar degene rative disease. Intra-op, the screw plug could not be finally locked and it broke. No fragment of the broken product remained inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: visually it was confirmed that the set screw thread is completely fractured. The broken off portion of the set screw was not returned for analysis. The outer hex does not appear to be damaged however, the inner hex does show signs of deformation. The above observations are consistent with torsional shearing of the thread during tightening. If information is provided in the future, a supplemental report will be issued.